Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate anti-tachycardia pacing therapy and high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ve ntricular fibrillation (vf). Additionally, it was noted that the crt-d triggered a false observation for an increase in the lv lead threshold indicating that the increase was greater than the amplitude safety margin and may have compromised capture. The observation displayed question marks where a numerical value would typically be displayed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the shocks/high voltage therapy were not appropriate, there was isolated episode of atrial fibrillation (af) with rapid ventricular response in setting of medication nonadherence and alcohol excess. The patient had experienced mild troponin elevation that was noted by the cardiologist. The device was re-programmed during hospital admission to rate cutoff of 200 with monitor zone at 188.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.